Manufacturer narrative:
Device passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly and the connector on electrical board was locked properly during visual inspection. Device received with cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 120 mg/dl at the time of incident. Customer's father stated that the insulin pump middle button was not responding and there was a crack on the keypad. The customer's father states calling earlier due to buttons not responding while at the airport and was assisted with trouble shooting issue. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced.